Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer stated that the hub of the catheter was cracked and leaking. The catheter needed to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.